Manufacturer narrative:
The customer reported that " the temperature sensing foley catheter went broken and fell out of body when the patient flipped over on the bed" but neither the lot number nor the actual complaint sample was available for evaluation. So, we could not evaluate the actual sample. We checked the existing manufacturing and testing process and no nonconformities observed. Also, checked the existing manufacturing lot of 16 french tsc lot number v20021475 of other customer (no existing lot for ablexan in process) the 100% inflation deflation test was found o.k. No non conformities observed. So, this complaint is not justified.

Event description:
The temperature sensing foley catheter went broken and fell out of body when the patient flipped over on the bed.